Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon review, the right atrial lead exhibited varying sensing, capture threshold, and low voltage impedance compared to initial implant. Fluoroscopy was performed and revealed lead dislodgement. The physician explanted the lead. The patient was recovering post-procedure.